Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), inflammation ("chronic inflammation"), abdominal pain ("debilitating right side pain"), menstrual disorder ("odd menstrual cycles"), uterine leiomyoma ("fibroids"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (partial hysterectomy with removal of the essure devices). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, inflammation, abdominal pain, menstrual disorder, uterine leiomyoma, anxiety and depression outcome was unknown. The reporter considered abdominal pain, anxiety, depression, inflammation, menstrual disorder, pelvic pain and uterine leiomyoma to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed full occlusion and proper placement. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), inflammation ("chronic inflammation"), abdominal pain ("debilitating right side pain"), menstrual disorder ("odd menstrual cycles"), uterine leiomyoma ("fibroids"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (partial hysterectomy with removal of the essure devices). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, inflammation, abdominal pain, menstrual disorder, uterine leiomyoma, anxiety and depression outcome was unknown. The reporter considered abdominal pain, anxiety, depression, inflammation, menstrual disorder, pelvic pain and uterine leiomyoma to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed full occlusion and proper placement. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.